Event description:
The hcp reported that the pt expired due to pneumonia and respiratory failure. The family chose not to intubate the pt as he had severe lung disease and were concerned about possibility of being unable to wean off ventilator. The hcp reported that the pt's death was unrelated to pump or therapy.